Event description:
It was reported that the system gave an inappropriate shock due to oversensing of noise. The smart pass feature had programmed itself off due to a decrease in the intrinsic morphology. The shock impedance was one ohm. An x-ray reveled the system had been twiddled/wrapped around the pulse generator can. The system has been implanted less than three months. Technical services advised to explant the system. Both the pulse generator and the electrode were successfully explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system gave an inappropriate shock due to oversensing of noise. The smart pass feature had programmed itself off due to a decrease in the intrinsic morphology. The shock impedance was one ohm. An x-ray reveled the system had been twiddled/wrapped around the pulse generator can. The system has been implanted less than three months. Technical services advised to explant the system. Both the pulse generator and the electrode were successfully explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted melted metal (arcing damage) to the shocking coil. The likely explanation for this observation is lead dislodgement due to twiddler's syndrome (a patient turning the pg device in the muscle pocket). Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies.